Manufacturer narrative:
(B)(4). Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Information received from our (B)(4) affiliate. A pt reported pain upon inserting a 1-day trueye contact lens, narafilcon-a. Narafilcon-a lens are not marketed in the u.s. The pt said that at the time of the call his/her eye was fine. The eye clinic where the pt was treated was contacted. The eye care professional (ecp) reported the pt had been seen on the following dates: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, and (B)(6) 2010. At the first visit, the pt was diagnosed with a corneal ulcer in the superior cornea of the right eye. The pt was prescribed cravit, hyalein and colimy c and the pt was instructed to discontinue contact lens wear. The ecp reported that on (B)(6) 2010, the corneal ulcer was resolved and odomel was prescribed. The pt still had a "cloudy cornea," but this did not affect the pt's visual acuity. The pt was prescribed 1-day acuvue lens. Our staff in (B)(4) will attempt to collect additional information regarding this event. The product and the lot number were not available. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.